Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a scratched case. No crack at the battery compartment noted during visual inspection. The pump was also received with unresponsive keypad. Unable to perform the self test and displacement test due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Unresponsive keypad was confirmed, problem isolated on the keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a pillowing keypad overlay. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted during analysis. Unable to perform the required testing due to unresponsive keypad. Unresponsive keypad was confirmed, problem isolated on the keypad assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack along the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1886 was requested and customer response was the device was been returned for analysis.